Manufacturer narrative:
During inspection and testing of the device, the image was magenta-colored due to the charge-coupled device (ccd) being damaged. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 13 years since the subject device was manufactured. Based on the results of the investigation, the reported issue was caused by the damage to the ccd. The root cause of the damaged ccd could not be determined. In addition, service found there was deterioration of the adhesive on the distal end, the connector was damaged, and the scope connector label had peeled off. Per the legal manufacturer, these other device issues found by service have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported poor color tone on the display of the subject device. The device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, the entire display was observed to be magenta-colored. This report is being submitted for the malfunction found during evaluation (magenta-colored display). There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
Correction to usage of device of the initial medwatch: reuse should have been selected on the initial report. Correction to date rec¿d by MFR of the initial medwatch: the aware date should be (B)(6) 2022. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting.